Event description:
The hospital reported an error during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The unit was re-booted by the user and no error recurred. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).the unit was re-booted by the user and no error recurred. No repair information available.

Manufacturer narrative:
The unit was re-booted by the user and no error recurred. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).the unit was re-booted by the user and no error recurred. No repair information available.

Event description:
The hospital reported an error during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.